Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a distributor that after intubation during a thyroidectomy procedure, the probe did not function properly. There was electric current but there was no response. The doctor checked all the connections but was not able to resolve the issue. Another probe was used which functioned well. The procedure was completed but delayed for about 5 minutes. There was no patient impact.

Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device. The tip fit securely in the handle. The resistance of the assembly measurement was 0.2ohms. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma and a waveform / event tone over 300uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.